Event description:
Customer's family member called on pt's behalf alleging that pt's meter would not power on. Pt tried testing in 2002 and was unable to obtain a blood glucose reading. It is unk how long the meter had been having the power issue. He started having a hard time seeing, feeling tired, and dizzy. Family member reported taking pt to hosp as a result. Pt was tested with a hosp meter and a calibrated lab test after pt had been given insulin. Amount and type of insulin was not provided. The hosp meter read "459 mg/dl" and the lab test came back with a result of "332 mg/dl". The ccr walked the customer's family member through changing the battery and issue was not resolved. Ccr replaced the meter. Co was unable to reach customer after several attempts. Mailed letter.